Manufacturer narrative:
The reporter stated they received discrepant results for a second patient sample tested with the elecsys vitamin d total gen. 2 assay. This sample initially resulted with a vitamin d value of 76.95 ng/ml, which repeated as 20.66 ng/ml. No incorrect results were reported outside of the laboratory for this sample.

Manufacturer narrative:
Calibration data showed a higher than expected variance in calibration signals. Quality controls were within range but had a tendency toward lower recovery on days near the event. The sample volume was too low at 4 ml. Instrument performance was within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin d total gen. 2 assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with a vitamin d value of > 100.0 ng/ml accompanied by a data flag. The sample was repeated three more times, resulting with values of 58.27 ng/ml accompanied by a data flag, 25.14 ng/ml, and 14.60 ng/ml. The sample was sent to a second facility for testing on a different, unknown platform, resulting with a value of 13.7 ng/ml. The vitamin d reagent lot number was 48468800, with an expiration date of 28-feb-2021.